Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and (B)(6) 2025. It was indicated that the patient exposed components to MRI, CT scan, or diathermy treatment, which is off-label usage of the device. On the same day, it was reported that the patient experienced inaccurate cgm values. The day of the event the patient experienced stroke-like symptoms and the left side of his face was drooping, his right hand was numb, and the patient was slurring words. The patient´s wife called the paramedics, and when a fingerstick was taken the cgm was reading 174 mg/dl and the blood glucose reading was 44 mg/dl. The patient was given a peanut sandwich and was brought to the hospital. When the patient arrived to the hospital, the symptoms had subsided and no further treatment was given. The patient stayed at the hospital for 24 hours for observation and diagnostic tests including an MRI were scheduled. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6: health effect clinical code - speech disorder.